Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the slide rails were indeed bad bearing cage. The field service engineer swapped out the half height drawer 2 on auxiliary to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the auxiliary drawer 2.2 was difficult to open. The customer stated that this malfunction occurred while user trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.